Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic vaginal assisted hysterectomy procedure, the duckbill failed to return to the original position and it was losing pnuemo. They used another device and completed the procedure. There was no patient consequence reported.